Event description:
Customer called to report the insulin pump alarmed for motor error and no delivery. The customer also stated that he had been having trouble with high blood glucose. Blood glucose readings have been around 300 mg/dl. Troubleshooting was performed. The alarm history on the insulin pump showed motor error and multiple no delivery alarms. Advised customer to call when the no delivery alarm occurs so troubleshooting can be performed. Customer stated that he had a back-up plan and will continue to use the insulin pump despite the motor error alarm and multiple no delivery alarms. Advised that the insulin pump should be returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.